Event description:
It was reported that at the last refill on (B)(6) 2014, the health care provider (hcp) programmed the concentration of the drug wrong. They had the current concentration listed as mg/ml when it should be mcg/ml. The hcp wanted to know what they needed to do to update the concentration. It was also noted the hcp was going to be increasing the concentration sometime in the upcoming week. The device system was used to deliver fentanyl 20mcg/ml at 5.5mcg/day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).